Event description:
Zimmer received the following information as reported on the user facility medwatch: zimmer dermatome was loaded with a padgett blade. Concern voiced regarding use of dermatome. Dermatome tested prior to use. Zimmer blade requested by doctor after use on right thigh. Right split thickness thigh graft site required closure with suture. This was a transient injury, which required therapeutic or diagnostic intervention. The device not received by clinical engineering. The wrong blade in use. Preference book not current. Wrong blade pulled in bag. Case moved from other room. Incorrect information given by resource person. User error.

Manufacturer narrative:
The device was not returned to the manufacturer for repair. No serial number was given to be able to review device repair history records. The customer did not follow instructions for use and used a padgett blade in a zimmer dermatome. Zimmer dermatomes are designed only for blades designed by zimmer. Cause is determined to be user error.